Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed healthcare professional from vietnam of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2010, the patient was hospitalized. On an unreported date, the patient began treatment with unspecified antibiotics. Dianeal pd4 unknown bag therapy was ongoing. The peritonitis had not resolved. The reporter believed the peritonitis was not related to dianeal unknown bag therapy, but rather to non-compliance.